Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient fell on (B)(6) 2018 and reported a decrease in efficacy of stimulation. The rep ran an impedance check of the ins and found that electrodes 6, 11, 12, 13 and 15 were greater than 10,000 ohms. The rep was able to program around the out of range (oor) electrodes to provide coverage of lower back and bilateral legs. The issue was resolved. No further complications were reported.